Event description:
The customer contact reported a crack of the distal bung port. On unspecified date, the device was connected to the pt's access device in the surgical dept. The pt was then transferred to the cardiac ICU. At an unspecified time, the clinician accessed the distal bung port with a blunt cannula. The clinician noted that the bung "broke." There was "very minimal" blood loss. The monitoring kit was replaced. There were no reported adverse pt effects. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete.